Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00289. 3006705815-2021-00290. It was reported that the patient's system was auto reducing. "Strength was decreased. The generator could not deliver the desired strength" is displayed each time the patient attempts to turn on their strength. X-rays confirmed high impedances and reprogramming was attempted. As a result, one lead and the ipg was explanted and replaced on (B)(6) 2021 to resolve the issue. Effective therapy was established post-op. Note: it is unknown which lead was explanted; as such both leads are being reported.